Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s partner, on approximately 06/17/2026, the patient experienced a hypoglycemic event that led to loss of consciousness. The cgm was reading 5.7 mmol/l while the blood glucose reading was 1.2 mmol/l. The reporter called an ambulance, and the patient was treated with glucose gel. The patient was transported to the hospital and was hospitalized for 2 days. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.